Manufacturer narrative:
The reported problem (battery does not power on monitor) was confirmed. As received the battery was unable to power on a monitor or charge. The battery is being returned to the supplier, for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned battery pack (B)(4) to report that the battery was unable to power on the monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the failure was an open f1 fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. The reported problem (battery does not power on monitor) was confirmed. As received the battery was unable to power on a monitor or charge. The battery is being returned to the supplier, for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery was unable to power on the monitor.